Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter was broken in the area which was around root of the outer cutter needle and it occurred out side of the patient eye during vitrectomy surgery. The surgery was completed after the probe was replaced with another one. There was no harm to patient. The procedure type detail was not provided.

Manufacturer narrative:
One opened probe was received with no tip protector, in a bag with a vial containing the needle/stiffener, for the report. The sample was visually inspected and found to be non-conforming with the probe needle and stiffener separated from the probe assembly. Functional testing was unable to be performed due to the visual condition of the probe. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple wear marks were observed at one location along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe needle was detached. The evaluation was unable to confirm the reported vibration due to the needle detachment. The root cause for the component detachment is an adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. How and when the adhesive bond failed cannot be determined, however a manufacturing related root cause cannot be ruled out. A non-conformance investigation was initiated in order to investigate the root cause of the component detachment. No additional action was taken by the manufacturing site as the reported vibration was unable to be confirmed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).